Manufacturer narrative:
(B)(4): the tip of the closed screwdriver has been sheared off and is missing: cause unknown.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t10-ilium. It was reported that the driver stripped during insertion of the bone screw. No patient complications were reported.